Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with heart failure symptoms. Upon interrogation, the right atrial lead exhibited loss of sensing. The lead was explanted and replaced successfully. The patient was in stable condition post operation.